Event description:
The customer reported that the device was in use during a surgery and the product "disintegrated." The missing pieces, except for a piece approx 1mm square, could not be found.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since it may have the potential to cause infection if it were to recur. A device history review has been conducted and no anomalies were noted. A review of complaint data was also conducted and determined that there were no other similar complaints in the past two years (2011 and 2012). Actual root cause analysis could not be performed as the complaint sample is not expected to be available for eval. Based on record review did not show any significant abnormalities. We have requested more info but no additional info has been provided to date. Should additional info become available a f/u report will be submitted. Reported to the FDA on 08/29/2013. FDA registered number: (B)(4).